Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was cracked. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The dso seal was replaced to address this issue. The device then passed all testing.

Event description:
It was reported that the downstream occlusion sensor rubber was damaged. Per reporter, the fault was found during an annual visual inspection for preventative maintenance. There was no patient involvement.